Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suturecut needle driver instrument had wiring on the tip that broke into the patient. All of the pieces were retrieved. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no injury to the patient and the patient has not returned to the hospital due to any post-surgical complications to the reporter's knowledge. The surgeon was likely about to grasp tissue and the instrument was being used for the suturing part of the same case prior to the fragment falling. The fragments were retrieved by the physician assistant (pa) assisting the surgeon at the bedside with a laparoscopic instrument. All fragments were retrieved by the surgeon and staff. There was no additional surgical procedure provided and a post-operative x-ray test was performed and confirmed there were no remaining fragments. The surgeon was unsure what may have caused the breakage. The whole instrument with the broken tip was sent back.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a frayed grip cable at the distal idler pulley. The frayed cable strands stuck out at the wrist.